Event description:
On 28-apr-2026, a sales representative reported via (B)(4) that an ar-8925t syndesmosis tightrope xp did not maintain tension during use, as the tightrope repeatedly loosened after cinching. The issue was identified intraoperatively, and another device of the same product was used as a replacement. The procedure was completed, and no patient harm was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.